Event description:
Procedure: vats lobectomy. According to the reported: the first stapler and cartridge were applied to relatively thick lung tissue and when the stapler was fired a cracking noise and resistance was experienced during firing sequence. Staples deployed however they did not form properly and the transection line experience significant bleeding. An attempt was made to apply a second stapler/cartridge across the bleeding transection line to achieve hemostasis and pneumostasis; however several attempts were required to depress the green button to release the safety then the instrument was fired but there were minimal staples deployed into the tissue and the tissue may have partially slid out of instrument jaws prior to firing. In order to correct the staple line a mini-thoracotomy and suture ligation on bleeding staple/cut line was required. The patient status is reported as satisfactory.